Event description:
Reportedly, the device deployed a clip that severed a vessel unexpectedly. There was no serious damage during the procedure and the surgeon continued. Additionally, there were no ill-effects reported.